Manufacturer narrative:
The pod was received not deployed. Download data showed 0 pulses were delivered and that an 0x34, processor reset for unknown reason, alarm had been generated before the pod could be filled. The device was successfully rerun, deployed properly, completed priming, and delivered a 5u bolus. The rerun did not replicate the hazard alarm and did not contain any drive stalls or timeouts. It was found that the customer attempted to fill the reservoir due to a blockage found in the fluid path and damage found to the fill septum. The hazard alarm was found to be the root cause of the reported event and prevented the pod from deploying. The root cause of the hazard alarm could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to 360 mg/dl while wearing the pod between 4 and 24 hours. The patient reported a bruising being unsure if the cannula was properly seated in the infusion site (arm). As treatment, a new pod was applied.